Event description:
It was reported during a mildly tortuous, mid femoral artery interventional procedure, during advancement of an armada balloon dilatation catheter, into a 5 inch french non-abbott sheath, strong resistance was felt. The armada balloon dilated the moderately calcified lesion successfully without difficulty and was fully deflated. There was again noted strong resistance with the removal of the armada balloon delivery catheter from the non-abbott sheath, but it was removed independently and the procedure was completed with the same non-abbott guide catheter. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. It should be noted the armada instructions for use states: do not advance the armada 35 / armada 35 ll pta catheter against significant resistance. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.